Event description:
Tap. It was reported that 142 days after implantation of a 2.5x16 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the 1st obtuse marginal artery. A pre-intervention stenosis was not reported. Following percutaneous transluminal coronary angioplasty (ptca) with a 2.50x15 mm maverick balloon, a 2.5x16 mm taxus drug eluting stent was deployed. A post-interventional residual stenosis was not reported. The pt rec'd angiomax during the procedure. No info concerning vessel calcification or tortuosity was reported. Complications were reported as "none". The pt presented 142 days after the initial procedure with an in-stnet restenosis in the 1st obtuse marginal artery. Degree of in-stent restenosis was not reported. Following ptca with a 2.0x20 mm maverick over the wire balloon, a 2.5x28 mm cypher drug eluting stent was deployed. A post-interventional residual stenosis was not reported. The pt rec'd heparin during the procedure. No info concerning pt complications was reported.